Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated on the 14th they went to have the pump refilled and when they started the process to take out the medication that was left in the pump, they found all the medication was still in the pump. The patient stated they went back the next day and the physician did an ultrasound and said "its all stopped up in there" and there was no way to get it unstopped other than to put in a new one. The patient stated they would be removing the current pump and putting in a better one or something. The patient felt the pump had not been working since implant because they were still having the same amount of pain as they were prior to the implant. The patient also stated since implant the pump was "moving all over inside there". The patient then stated that they gave them some oral morphine to take, but they could not take it because it made them so loopy around the house and they did not know where they were going. The patient was going to be given another medication but they had to turn in the morphine before they will give them the other medication. The patient also mentioned they were having problems with their memory. The patient stated the reason they were calling was because they has to have surgery and get the pump out but it had been delayed because "the clinic told me they have been faxing something to the manufacturer and the physician has not gotten any response", so they calling to find out what the hold up was. The manufacturer's patient services specialist (pss) asked what it was that the physician was faxing and the patient said they did not know what it was for or where the fax was being sent or to whom, they were just told they keep reaching, faxing calling the manufacturer and the physician was not getting any response. Pss redirected the patient to their physician.